Event description:
The customer reported that there was no subtraction on the machine. There was a problem with the image quality.

Manufacturer narrative:
The ge service rep troubleshot the unit, inspected the subtraction and found all to be working as intended. He also found the hand control working intermittently so he replaced the hand control.